Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to replicate the issue; however, there was an error referring to the iris potentiometer. The iris was recalibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors booted up with no issues; however, the c-ram intermittently would not boot up. No pt injury was reported.